Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Helman, t., patil, d., marthi, s., & browne, b. (2025a). Impact of endoscopic bladder outlet procedures on medical and surgical retreatment: a large population analysis. Journal of endourology, 39(6), 608-616. Https://doi.org/10.1089/end.2024.0741.

Event description:
It was reported to boston scientific via an article that a study was conducted to explore rates of and factors contributing to medical and surgical retreatment after undergoing a surgical procedure to treat benign prostatic hyperplasia (bph) with lower urinary tract symptoms (luts). The study utilized the market-scan commercial claims and encounters database to evaluate commercially insured men over the age of 35 years with a diagnosis of bph or luts from 2009 to 2021. The market-scan database is a nationwide database that captures de-identified health care claims data from employer-sponsored health plans. The study evaluated 10,938 men with a diagnosis of bph who received index surgical treatment and with at least 60 months of continuous insurance coverage after diagnosis to ensure adequate follow up information. Surgical retreatment was defined as any bladder outlet procedure performed at least 30 days after the index bladder outlet procedure. Medical retreatment was defined as 90-day prescriptions filled at any time after the index operation, which could include continuation of preoperative medication or newly started therapy but would exclude short-course medications for perioperative recovery. Out of the 10,938 men included in the study, 2,603 patients underwent laser ablation of the prostate with holmium laser (holep) or photo selective vaporization of the prostate (pvp). Following the procedure, 2.4% of the patients required surgical retreatment within 1 year and 9.4% required surgical retreatment within 5 years. Additionally, 30.9% of these patients required medical retreatment within 1 year of the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Helman, t., patil, d., marthi, s., & browne, b. (2025a). Impact of endoscopic bladder outlet procedures on medical and surgical retreatment: a large population analysis. Journal of endourology, 39(6), 608-616. Https://doi.org/10.1089/end.2024.0741.

Event description:
It was reported to boston scientific via an article that a study was conducted to explore rates of and factors contributing to medical and surgical retreatment after undergoing a surgical procedure to treat benign prostatic hyperplasia (bph) with lower urinary tract symptoms (luts). The study utilized the marketscan commercial claims and encounters database to evaluate commercially insured men over the age of 35 years with a diagnosis of bph or luts from 2009 to 2021. The marketscan database is a nationwide database that captures de-identified health care claims data from employer-sponsored health plans. The study evaluated 10,938 men with a diagnosis of bph who received index surgical treatment and with at least 60 months of continuous insurance coverage after diagnosis to ensure adequate follow up information. Surgical retreatment was defined as any bladder outlet procedure performed at least 30 days after the index bladder outlet procedure. Medical retreatment was defined as 90-day prescriptions filled at any time after the index operation, which could include continuation of preoperative medication or newly started therapy but would exclude short-course medications for perioperative recovery. Out of the 10,938 men included in the study, 2,603 patients underwent laser ablation of the prostate with holmium laser (holep) or photoselective vaporization of the prostate (pvp). Following the procedure, 2.4% of the patients required surgical retreatment within 1 year and 9.4% required surgical retreatment within 5 years. Additionally, 30.9% of these patients required medical retreatment within 1 year of the procedure.